Event description:
It was reported by the aci sales professional that a patient underwent a coronary procedure on an unknown date. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device jammed when the physician was shuttling the sealant down. The physician removed the device and converted the patient to approximately 8 minutes of manual compression at which time hemostasis was achieved. The patient did not require to be hospitalized due to the mynx device or mynx procedure. Complaint handling is awaiting additional information including patient's discharge date.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant sleeve remained in the distal end of the shuttle cartridge. The sealant was inside the shuttle cartridge in manufacturing position and had no evidence of blood which likely indicates that the shuttle was never inserted into a procedural sheath. This received condition indicates that the sealant was never deployed (this differs from the description of the complaint). The device was inflated with fluid to determine if there was any presence of a leak in the balloon or any part of the catheter; no leak was observed. The review of the lhr (lot f1217204) indicated that the device lot met all established performance criteria prior to shipment.